Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded the high threshold, resulting in a display of "high," and corrective action involved a manual correction injection. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.